Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: creases, wear abrasion, yellow particles in device inner surface, total delamination of valve and one crack opening. A leak test was performed which identified opening and delamination. A microscopic analysis was performed which identify: one crack opening and total delamination of valve. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. Total delamination of valve due to adhesive failure. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.